Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.0/3.5/94 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found optic deformed, and haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
Corrected data: b5 - "on 19-oct-2023" should be corrected to 19-aug-2023. Claim#: (B)(4).